Event description:
Customer reported device = hi. Custmer went to the hospital. Hospital device = 180 mg/dl. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.